Manufacturer narrative:
(B)(4). We are in process of evaluating this device. Upon completion of the failure analysis a supplemental medwatch will be filed.

Event description:
It was reported during an atrial flutter ablation procedure the physician visually noted the external insulation between electrodes 3 and 4 to be loose and physically could be moved when touched. A duodecapolar catheter was inserted into the patient using femoral access followed by an 8f introducer and the cool path duo catheter. After insertion, electrode 3 of the cool path duo catheter was distorted on the ensite system, but was clear on the bard recording system. This appeared to be a faulty electrode that was only affected by the location, therefore the visibility was disabled in the ensite velocity system. The physician proceeded to create geometry for the right atrium when noise was noted on the bipolar signal in abl-3-4 on the egm. Simultaneously, the location of electrode 4 of the ablation catheter in the ensite velocity system became distorted in regards to electrodes 1 and 2 (3 was previously disabled). The ablation catheter connection cable was replaced in attempt to resolve the issue with no effect noted. The case continued using electrodes 1 and 2, 2 completed in the cavotricuspid isthmus region when the pump displayed an occlusion alarm. The lesion application was repeated and the system was purged with resolution of the occlusion alarm. The physician removed the catheter from the patient and the catheter was purged with no flow noted from the tip of the catheter and an occlusion alarm was again displayed on the pump. Visual inspection of the tip of the catheter by the physician revealed no physical anomalies. However, it was noted that the external blue insulation between electrodes 3 and 4 appeared loose and could be moved when touched. The user could not remove the electrodes from the shaft. The catheter was replaced with another cool path duo and the procedure was completed successfully with no consequences to the patient. Status of the patient after completion of the procedure was stable with no further issues.